Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining intermittently erroneously low total protein modular (tpm) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer monitored a/g (albumin / globulin) ratio calculated results. Because the albumin (albm) results on these samples were within the reference range, the calculated globulin results were low. Samples were repeated and tpm results were within the reference range. No erroneous results were reported outside the laboratory. The a/g ratio is believable and those results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were drawn in b-d gel separator vacutainer tubes. There is no indication service was dispatched at this time. No further information was provided by the customer regarding this event.